Event description:
It was reported to the manufacturer by the facility ((B)(6)), per the facility, the visitor was setting on the foot end of the bed and leaned on the footboard. The footboard came off the bed and fell to the floor. The visitor fell off the bed and hit her head on the sink and hurt her back. The visitor was sent to the hospital for evaluation. The x-rays, blood work and CT of the head came back negative. A bed, headboard and footboard were sent to the facility to replace the bed and footboard involved in the event. The bed and footboard involved in the event will be retrieved and sent to joerns for evaluation. As of this report, the bed and footboard involved in the event have not been returned to joerns.

Manufacturer narrative:
Joerns is sending the report to the manufacturer.